Manufacturer narrative:
H6: investigation summary bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected for leakage, cap seal and cracks. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photos received from the customer. A technical assessment was performed by the engineering department to determine the most probable root cause for the leakage/crack defect . The equipment used to fill the product is not in direct contact with the bottom of the bottle. After the media filling process the bottles are autoclaved which could have aggravated the crack consequently no media will be present inside the bottle. Evaluation to labeling/packing line was also performed, and this type of defect will have stopped the machine. Downtimes reports were evaluated and no issues were documented for aforementioned defect. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No trends have been identified for this type of defect. No corrective action was required. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) a broken bottle was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer is reporting a damaged/cracked bottle. Customer identified the bottle to be slightly leaking, mostly dried blood on the outside of the bottle. No exposure of blood to personnel. No injury. No change in treatment. No damage to instrument reported. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) a broken bottle was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer is reporting a damaged/cracked bottle. Customer identified the bottle to be slightly leaking, mostly dried blood on the outside of the bottle. No exposure of blood to personnel. No injury. No change in treatment. No damage to instrument reported. "